Event description:
Reportedly, pt expired approx after an implant duration of 0 days, due to unk reasons. The device was explanted. Unk if pt death is device related. Pt also had a 7000tfx, 29mm valve implanted on the same day, in the same position. Info received from implant pt registry.

Manufacturer narrative:
Device not returned.